Event description:
It was reported the implantable neurostimulator (ins) was thought to be turned off. It was noted the patient worked in an area that has retro magnetic fields. It was noted the patients therapy had been getting steadily worse over the past month. The patients shaking velocity was worsening on the left side, and the patient was not ambulatory and his gait was unsteady. It was noted the patient also had lower back pain.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3389s-40, lot# v944205, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3389s-40, lot# v944205, implanted: (B)(6) 2012, product type: lead. (B)(4).